Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-01146; 114907, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. Note: the previous d-ticket was not provided and a search of djo records produced no results, therefore, the items could not be verified.

Event description:
Revision surgery - due to loosening.